Event description:
Material no: unknown, batch no: unknown. It was reported that patient experienced reaction to chloraprep. "Itchy bumps on skin in treated area. The patient was taking chloraprep for: blood donation skin preparation."

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).